Manufacturer narrative:
Sw - 4.10d. Retainer ring - missing. Customer returned pump for alleged cosmetic damage located at an unspecified location found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, scratched case, detached retainer, missing o-ring (reservoir tube), missing display window/cover, cracked keypad overlay, keypad overlay texture damage, end cap address label missing, cracked case (battery tube), battery tube threads cracked and minor scratches on lcd window. In summary, customers alleged cosmetic damage was confirmed by visual inspection. Additionally a missing retainer ring was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the hardware damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.